Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient experienced incontinence since 2023. A surgical procedure was performed to replace all the system. There were no further patient complications.